Event description:
It wa reported that during a laparotomy procedure, the device would coagulate and cut. But then it would intermittently only coagulate then and not cut. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional.